Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No bolus, basal or delivery anomaly noted during testing. The insulin flow blocked alarm functioned properly during the basic occlusion and occlusion tests. No unexpected insulin flow blocked alarms were noted when testing with a water filled reservoir and infusion set installed in the reservoir compartment. The pump had minor scratches on the display window, a scratched case, a scratched keypad overlay and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery continuously. Several infusion sets and reservoirs have been used. The no delivery alarm persisted. Customer's blood glucose level was 24.9 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.